Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the up arrow, down, arrow, and contrast keypad buttons were under-responsive. Additionally, the reporter noted that the keypad cover was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: the complaint of a button response issue could not be confirmed or duplicated on investigation. All keypad buttons responded appropriately to button presses. Investigation revealed that the keypad cover was lifting/peeling below the ok button, exposing the button contact. The keypad cover was removed for additional investigation. No defects were found to the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.